Event description:
On (B)(6) 2014, the patient contacted animas and alleged the following: patient has been in hospital for past week with a virus and diabetic ketoacidosis (dka): blood glucose (bg) was over 1000mg/dl at admission and he was discharged on (B)(6) 2014. The health care provider (hcp) at hospital advised him to discontinue use of pump and use sliding scale insulin to cover bgs. Patient states he cannot do this because he is not well controlled on sliding scale insulin. Patient had great difficulty focusing on pump-related issues and cts was unable to obtain information from pump history. During call, patient indicated that pump ¿seized up¿ on him but answered no when questioned whether pump lost power. Patient did indicate that he was using expired supplies but cts unable to determine how, or if, this may have contributed to hospitalization. Patient continues to use pump against medical advice of hcp and animas. This complaint is being reported based on the allegation of pump malfunction and because the patient experienced dka. User error should be considered as the patient reports using expired supplies.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings:. Testing was unable to investigate the complaint. The black box contains dates from (B)(6) 2015 to (B)(6) 2015. Black box and histories for issue reported on (B)(6) 2014 have been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient reports using expired supplies.